Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had multiple change sensors and a calibration error. Customer's blood glucose was 435 mg/dl. Customer stated that she does not think that it is the pump but that she is under stress because her daughter just had surgery. Customer confirmed that she does not need to troubleshoot the pump. Customer treated with the pump. Customer was advised to remove and change out the sensor. Customer was advised to follow protocol. Customer also noticed damage on the battery cap. Customer was advised that it will be replaced.